Event description:
The sales representative reported on behalf of the customer that the 60-7510-005, goldvac integrated smoke pencil, pushbutton (10/cs), was used during an unknown type of procedure on (B)(6) 2022 when it was reported, ¿while finishing surgery in or-1 the cautery turned on by itself onto cut. It would not turn off till the machine was turned off.¿ there was no report of injury, medical intervention, or hospitalization for the user. The procedure was completed as planned without any delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005, goldvac integrated smoke pencil, pushbutton (10/cs), was used during an unknown type of procedure on (B)(6) 2022 when it was reported, ¿while finishing surgery in or-1 the cautery turned on by itself onto cut. It would not turn off till the machine was turned off.¿ there was no report of injury, medical intervention, or hospitalization for the user. The procedure was completed as planned without any delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to always place unused associated electrosurgical accessories in a safe insulated location such as the provided holster when not in use. This issue will continue to be monitored through the complaint system to assure patient safety.